Event description:
It was reported that the tube was found separated from the chamber of a dehp free solution administrator set with a 3-way stopcock. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual date of the event was unknown; however, it is known to have occurred in (B)(6) 2013. One actual sample was received for evaluation at the plant. Visual inspection revealed that the tube was disconnected from the chamber. Close visual inspection to the tube end revealed that the tube was low inserted to the chamber. The cause for this issue could not be determined. A batch review was performed and no issues or aberrancies were noted during the manufacturing of this lot. Should additional relevant information become available, a supplemental report will be submitted.